Event description:
Reportedly, during the explant of the pacemaker, an issue was encountered with the set-screw of the device.

Manufacturer narrative:
Analysis of the returned device confirmed that the connection system of the subject pacemaker functions as specified with a duplicate torque-limiting screwdriver. The cause of the reported issue with the subject device could not be determined conclusively. The reported difficulty to disconnect the leads could possibly have been caused by adherence between the lead and the port, which therefore prevented regular loosening of the set-screw.

Event description:
Reportedly, during the explant of the pacemaker, an issue was encountered with the set-screw of the device.